Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Device manufacturing date is unavailable. Onsite investigation discovered that the reported event was caused by the polaris spectra system control unit (scu). Replacement of the scu resolved the issue. No further issues were reported. The replaced part was not returned to manufacturer for analysis, therefore, no findings are possible. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a cranial resection procedure, the navigation system's surgeon monitor would go into sleep mode approximately every 10 minutes and would not come back on. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.